Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a shock from their device. Upon follow-up in clinic, it was found that the shock was inappropriately delivered as the patient's right ventricular lead was found to be dislodged. No intervention was performed. The patient was stable.